Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. Other relevant device(s) are: product ID: neu_recharger_acc. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative will be meeting patient next week for overdischarge. It was unknown when the overdischarge was first observed. The cause of the issue was a damaged recharger which had since been thrown away. The patient was given a new recharger and programmer and the patient¿s battery was reset which resolved the issue.